Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the product issue began 2 months prior to contacting lfs, at an unspecified time. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿180 mg/dl¿ with the subject meter compared to a result of ¿120 mg/dl¿ with a ¿site kit¿ meter within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient informed the csr that she manages her diabetes with oral medication (metformin 2 tablets per day, 2000 mg) and the patient continued following her usual diabetes management regimen in response to the alleged issue. The patient reported that approximately 2 months ago, after the alleged product issue occurred, she developed symptoms of ¿she fainted, shaking (because scared of the reading)¿. There was no report of any medical treatment/intervention received as a result of the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and the patient had used an approved sample site to obtain the blood samples. The csr also noted that the patient was testing with test strips that had been stored correctly and the test strip vial was not cracked or broken. The patient did not have control solution available to perform a quality control test. The csr replaced the meter and test strips and a control solution has been sent out to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after continuing to follow her usual diabetes management regimen based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.